Manufacturer narrative:
Updated fields: h6, h11. This supplemental report is being submitted to provide the device's final investigation. The device was not returned to olympus for evaluation, and the reported failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope is suspected of poor reprocessing due to inadequate water filter handling of the endoscope reprocessor. It was additionally reported that the colonovideoscope was used in a procedure. There was no report of patent or user harm as a result of the event.

Manufacturer narrative:
E1 full initial reporter establishment address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.